Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys total psa results for 1 patient sample tested on a cobas 6000 e601 module. The initial total psa result was 4.57 ng/ml. The repeat result was 0.320 ng/ml.

Manufacturer narrative:
The qc recovery data provided was acceptable. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.